Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. Reportedly, the patient is pediatric using an adult receiver. No additional patient or event information is available. No additional patient or event information is available. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware error were observed. The reported event of a hardware error was confirmed. A root cause was determined to be a defective battery.